Event description:
Reporter indicated a patient was having breakthrough seizures and it was felt the vns generator power had decreased, and the generator had reached end of life. The patient also had no response when the vns was swiped with the magnet. Vns generator replacement surgery was performed on (B)(6) 2013, and the explanted generator was returned for analysis. Review of the generator worksheet revealed that the generator was received at parameter settings of: 2.00ma/20hz/250usec/30sec/0.8min, and magnet parameter settings of: 2.25ma/60sec/250usec. The generator was able to be communicated with and was programmed to deliver magnet output which it was able to deliver as programmed. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. Magnet activations performed during output monitoring ((B)(4)), demonstrate the appropriate magnet output for the programmed settings. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. All attempts to the reporter for additional information about the seizures have been unsuccessful to date.